Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. Additional information clarified both the rv lead and the right atrial (ra) lead were found fractured due to clavicular crush. As return, the patient underwent a surgical revision wherein both leads were extracted and replaced with alternates.